Event description:
Acct reports that he thinks the male adapter has had some changes and that the dimensions are smaller than they used to be. States when the male adapter is inserted into a stopcock and then fluid is injected, frequently the extension set "pops" off. States the user facility has been using this set in this way for a "long time". States when the user facility used an older set (such as lot number r122309r), they noted that the fit was much tighter. No serious injury to pts reported.